Event description:
It was reported that after deployment of the vascular stent, during removal of the delivery system the user noticed that the distal part of the delivery system had detached. The fragment remains in the low popliteal artery.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr 803 as it involves a similar device to a PMA approved device sold in the u.s. Under number p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.